Manufacturer narrative:
Date of event: used (B)(6) 2019 as there was no date provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. After a synergy stent was deployed in the proximal portion of the vessel, a 3.50x12mm synergy stent was advanced but failed to cross the previously deployed stent. The device was removed and the stent appeared to be damaged. No patient complications were reported.